Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Reliability laboratory technician; st. Jude medical crmd reliability laboratory; no complaint received with return of device. Failure (event) observed during analysis. External insulation abrasion at 12.4-12.6cm and 17.0-17.1cm from connector pin, consistent with lead friction to ICD can. The etfe coating was intact. Externalized conductors due to internal insulation abrasion was noted at 9.1-12.1cm from the distal tip. The etfe coating was intact. Internal insulation abrasion were noted at 7.0-8.7cm and 12.0-13.7cm from the distal tip.